Manufacturer narrative:
The unit was unable to prime during prime test due to moisture damage on the force sensor resistor. Analysis was unable to perform the excessive no delivery test and occlusion test due to a prime and fill anomaly. There was no motor error alarm. The motor was tested outside of the device and passed. The unit had cracked battery tube threads, a cracked reservoir tube lip, a minor scratched lcd window, a cracked case at the display window corners, a cracked belt clip slot, and a scratched reservoir tube window.

Event description:
A diabetes clinical manager called in for the customer to report several motor error alarms. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.